Event description:
It was reported that this pacemaker was suspected to exhibit atrial undersensing. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device remains in service.